Manufacturer narrative:
The insulin pump was received with high stop/idle current due to short at the lcd driver board. No unexpected off no power or failed battery test alarms noted during testing. No cosmetic damage noted during physical inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not functional. Customer stated they changed the battery two days prior, but the insulin pump would not work. The customer stated the battery did not last for more than one week on the insulin pump. It was reported the customer had a off no power alert. The customer stated a low battery alert did occur prior to the off no power alert. It was also found a failed battery test alarm occurred on the insulin pump. Customer declined to troubleshoot for the alarm. Customer reported the off no power issue persisted after a battery change. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.